Event description:
The pt reported that 6 days ago, the pump was exposed to water for 30 seconds. Approx 15-30 minutes later, the pt bolused 6 units of insulin and the bolus was not delivered. Her blood glucose elevated to 240 mg/dl. She discontinued use of the infusion device. Her normal blood glucose level is 90-130 mg/dl. At the time of the report, she turned the infusion device on, and e7 (electronic) error was displayed. She also reported that the rubber casing is heavily worn and she removed it from the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.